Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that, "during the stay at facility, a PICC catheter is installed with complications, leaving the guidewire inside the vessel. A study was completed with ultrasound 28/02 where a foreign body was reported in relation to the superior trajectory of one of the right brachial veins. Hf was performed to vascular surgery, which indicated foreign body extraction. There was patient injury, guidewire removed by vascular surgery." Additional information received: "catheter was inserted for prolonged antibiotic treatment. The ultrasound-guided puncture was first performed by the nurse and then continued by the resident physician of the same unit. The fragment was not removed, since the patient was evaluated by surgeons and vascular surgeons, and after follow-up with echo doppler and readiological control, it was evidenced that the fragment was lodged in the subcutaneous tissue, which does not imply any risk for the patient. It would be a greater risk to submit it to an intervention for its removal than to keep it. Furthermore, due to the type of material and its size, there is no risk of complications."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire was confirmed but the cause is unknown. A single photograph of the implicated guidewire was returned for evaluation. The wire contained a wavey shape memory which may be indicative of a difficult placement. The distal end of the wire contained a complete break with elongation of the outer coil wire. Possible contributing factors could include the insertion technique or the guidewire being retracted through the needle. It was reported that the guidewire encountered resistance while being threaded. It is unknown if the wire was manipulated backwards allowing it to shear on the needle bevel. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stick within the needle. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that, "during the stay at facility, a PICC catheter is installed with complications, leaving the guidewire inside the vessel. A study was completed with ultrasound 28/02 where a foreign body was reported in relation to the superior trajectory of one of the right brachial veins. Hf was performed to vascular surgery, which indicated foreign body extraction. There was patient injury, guidewire removed by vascular surgery." Additional information received: "catheter was inserted for prolonged antibiotic treatment. The ultrasound-guided puncture was first performed by the nurse and then continued by the resident physician of the same unit. The fragment was not removed, since the patient was evaluated by surgeons and vascular surgeons, and after follow-up with echo doppler and radiological control, it was evidenced that the fragment was lodged in the subcutaneous tissue, which does not imply any risk for the patient. It would be a greater risk to submit it to an intervention for its removal than to keep it. Furthermore, due to the type of material and its size, there is no risk of complications. The guide fragment left in the patient (subcutaneous tissue) is used to secure the puncture. The nurse performs the puncture under ultrasound vision, accompanied by the upc resident physician (both with experience in the installation of this device), with the needle included in the kit, then once the vein (right basilic) is located, she introduces the corresponding guidewire, with ultrasound monitoring, and encounters a stop that prevents him from continuing to advance the guidewire (the patient was sedated and with the arm in g0°), so the resident physician, using sterile technique, repositioning the arm, manages to advance the guidewire a little, but with resistance, so he decides to remove the guidewire. The needle is removed and the procedure is suspended. The patient called the pediatric surgery team, a doppler ultrasound was performed and showed no damage to the affected vasculature and a small fragment of the guide wire in the subcutaneous tissue, so its removal was dismissed. During the following 48 hours, a chest x-ray control was performed, in which there was no evidence of fragment migration or remnants of the guidewire in the central vascular trajectory. Another PICC was installed in the opposite extremity, without incident and the patient was transferred to a less complex unit. On the 5th day, a new doppler echocardiogram of the affected limb, in which only alteration in the arterial bed is evidenced, but not venous and the fragment in the subcutaneous tissue, so its extraction is dismissed, since there are no clinical signs or symptoms of complications arising from this incident." There were no clinical complications, however, given the incident, it was decided to prolong his stay in the pcu for observation, and complementary tests were performed to follow up the guide fragment. Patient's condition is stable.